Event description:
As stated by the customer (B)(6) 2012: a pt fell down from a bolero - the pt was fixed on the bolero with only one safety strap on the pelvis - but not on the chest.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc ((B)(4)) on behalf of the manufacturer arjo (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.